Event description:
Healthcare professional (hcp) reports 2 incidents of clotted dialyzers, both occurring in 1/01. The first incident occurred approximately 45 minutes into the pt's treatment. Pt received 3000u heparin bolus before treatment was started. Treatment was discontinued at time of reported incident, with an estimated blood loss of 200cc. The second incident occurred upon initiation of pt's treatment. Pt received 1000u heparin bolus before treatment was started. Treatment was discontinued, with an estimated blood loss of 200cc. In both incidents, treatments were resumed with new disposables and completed without further incident. No pt injuries or medical intervention reported per hcp.